Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 6f mach1 was advanced via a contralateral approach over the steep iliac bifurcation to assist in intravascular ultrasound (ivus) supported by a non-bsc sheath. However, during ivus catheter removal, it felt like it was stuck and was removed forcibly. The mach1 was then attempted to be removed but it was stuck inside the non-bsc sheath. It could not be removed even by pulling forcibly, and the mach 1 broke. The device was completely removed from the patient's body together with the non-bsc sheath. The procedure was completed with another system. No patient complications were reported.